Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Device label code for f10. Position 1: 1701. Device label code for f10. Position 2: 1738. Device label code for f10. Position 3: 1701. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
(Cc# 97-00095) an alarm sounded from the pump. Then, blood was noted in the iab catheter tubing and the pump was shut off. The iab was removed and a second was inserted.